Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after log file review that the controller experienced loss of power event(s). The controller remains in use. No patient complications have been reported as a result of this event.